Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b3, b5, and d10. The information included in b3, b5, and d10 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, phenomenon 1 " error code e216" likely occurred because the image sensor unit may be damaged (disconnection, etc.) Due to usage stress, external factors, or handling, or parts mounted on the electrical board (integrated circuit (ic) chips, capacitors, etc.) May be malfunctioning. Additionally, phenomenon 2 "glue of the objective lens peeled off" is likely caused by stress from use, external factors, or handling. Lastly "no image during angulation operation" likely occurred because the image sensor unit may be damaged (disconnection, etc.) Due to usage stress, external factors, or handling, or parts mounted on the electrical board (integrated circuit (ic) chips, capacitors, etc.) May be malfunctioning. The event can be detected/prevented by following the instructions for use which state: the inspection method for the suggested event is described as follows in the operation manual ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope and "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the initial reporter confirmed the event occurred during the procedure. The procedure performed was a laparoscopic cholecystectomy and the procedure was therapeutic. The procedure was successfully completed with a similar device.

Event description:
It was observed that during the device evaluation, the deflectable videoscope exhibited communication error code e216, adhesive on objective lens part was peeling off, and image disappeared during angulation. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to damage on charged coupled device unit, communication error code e216 occurred; due to a cut on charged coupled device cable, the image disappeared during angulation in up/down direction; adhesive on bending section cover had a chip; due to wear of angle wire, bending angle in up direction does not meet the standard value; due to damage on charged coupled device unit, the image had white dots; switch 1 had discoloration; protector of the video cable section had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.